Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level had decreased approximately three years in a time period of one year. Technical services (ts) analyzed device data disk which confirmed increase in power consumption. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. Rpt-battery usage test shows the v230 circuit, which includes the v220 circuit, is drawing this high current condition. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level had decreased approximately three years in a time period of one year. Technical services (ts) analyzed device data disk which confirmed increase in power consumption. Replacement was recommended. No adverse patient effects were reported. According to additional information, this device has been explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery level had decreased approximately three years in a time period of one year. Technical services (ts) analyzed device data disk which confirmed increase in power consumption. Replacement was recommended. No adverse patient effects were reported. According to additional information, this device has been explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported.